Manufacturer narrative:
Expiration date and lot number unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a revision surgery due to an adjacent intervertebral disease to extend the fixation area from c4-4 to c3-7. During surgery, the tip of screwdriver for extraction broke when the surgeon removed the cervical spine screw from the patient¿s body. First, the surgeon cleaned out the bone fragment by using the cleaning instrument for screwhead and held the screwhead by using the holding sleeve and the screwdriver for extraction. Then, the surgeon attempted to remove the screw by untightening counterclockwise and found that the tip of the screwdriver was broken with breaking sound. Then, the surgeon recognized that the broken fragment remained in the screwhead. Subsequently, the surgeon confirmed via x-ray that there was no broken fragment remained in the patient¿s body. It is unknown if there was a surgical delay. The surgical procedure was successfully completed. Patient outcome was stable. Concomitant devices reported: cervical spine screw (part# 04.613.514s, lot# unknown, quantity 1); cleaning instrument for screwhead (part# 324.071, lot# unknown, quantity 1) and holding sleeve (part# 352.312, lot# unknown, quantity 1).  This complaint involves two (2) device. This report is for one (1) 4.0mm ti cerv self-retain scr slf-drlg/variable angle 16mm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: b4, d4: these dates were inadvertently reporter as 2/19/2019 in the initial report due to time difference. The correct date is 2/20/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot number is unknown. Incorrect lot number was provided in the previous follow up report by error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The received screw is in a used condition with slight scratches. The screw is fully functional, and no significant damage could be observed. The cause of the complained malfunction is a post-manufacturing user related issue; therefore, no dimensional inspection is required . Because of the missing lot number, we cannot determine when the screws were manufactured or check the device history records. Summary: due to the slight scratches and usage sings, the part was classified as confirmed. Unfortunately, we only have limited information in the complaint description and cannot determine afterward why the screw could not be released with the extraction screwdriver. Multiple factors could have led to blockage of the screw, such as wrong torque or angulation issues during insertion. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.